Event description:
Pt had an intracoil implanted in 2004 in the right common femoral. Pt has multiple stents in the sfa. The physician discovered a break when pt was making a re-visit because their pt's leg had occluded, and at that time they discovered a break in the coil. (Intracoil was not the reason for visit.) It was reported that the physician performed a fox hollow, i.e. An atherectomy throughout the stent, after the break was observed. No further intervention has been planned at this time.